Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture; x-ray confirmed lead dislodgement. Lead revision procedure on (B)(6) 2015 was aborted due to pericardial effusion. The patient became hemodynamically unstable and was taken to operating room and an emergent subxiphoid pericardial window procedure was performed and the lead was capped. The patient was in stable condition post procedure.